Manufacturer narrative:
The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.

Event description:
A medtronic representative reported a navigation system that exited unexpectedly within synergy spine 2.0.1. After selecting open lumbar fusion procedure, the system exited the software, the screen went black and re-booted to the application logo screen. The blue system on button was lit throughout this issue. There was no patient present when this issue was identified.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. Reported issue could not be replicated. A medtronic representative, following-up at the site, reported re-installing spine application and the system functioned as expected.